Event description:
Procedure type: unk. According to the reporter: the pin on the device's locking mechanism came out during surgery, it was retrieved without incident. The operating time was extended by only 10 minutes. No pt injury was reported.